Event description:
.

Manufacturer narrative:
Pt information was requested, but not provided by the facility. A f/u report will be filed if this information is rec'd. Expiration date: without the lot number, the expiration date is unk. Without the lot number, the manufacturing date is unk. Sorin group (B)(4) manufactures the brat 2 processing set. This medwatch is being filed on behalf of sorin group (B)(4). A user medwatch report, (B)(4), was rec'd on (B)(4) 2011 indicating that there was a failure of the cell salvage centrifuge and bowl gasket. Further communication with the facility's biomedical engineer revealed that the issue actually involved only the disposable brat bowl. The biomedical engineer stated that it was most likely a seal failure on the bowl and that a line may have been clamped. The disposable involved in the issue was discarded by the user and therefore, was not available for evaluation. No root cause could be determined with the available information. The medwatch report, (B)(4), did not indicate that there was any pt injury. Information related to the extent of pt involvement was requested but no response has been rec'd to date. A f/u report will be filed if this information is rec'd. No further action is necessary.